Event description:
Our affiliate is reporting that during arthroscopic procedures, the surgeon is noting metal shavings emanating from 2 mitek fms shaver burs and falling into the joint space. It is not known if all of the debris was able to be removed from the body. However, the procedure was concluded successfully without further issue or harm to the pt. The surgeon is not happy with the fms performance and is no longer using fms, but has returned to eberle blades which he claims do not shed metal debris. Also see associated MDR 1221934-2010-00089.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.